Event description:
Falsely elevated ctni results obtained on serial samples for the same patient. The incorrect ctni results were reported to the physician. The physician questioned the ctni results because the patient was asymptomatic for ami. The samples were tested for ctni on an alternate methodology and the results are included in section b.6. Of this document. The patient was not treated as a result of the falsely elevated ctni results and there was no report of adverse health consequences to the patient as a result of the falsely elevated ctni results. Investigation indicates that a heterophilic antibody is the cause of the elevated ctni results.